Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user discovered a crack on the ilet touchscreen after removing a screen protector. The screen was unresponsive and not usable. The user did not know when or how the damage occurred. A replacement was arranged. No injury or blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.